Manufacturer narrative:
Internal report reference number: (B)(4) b2: adverse event report is being submitted due to undisclosed symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-033: ambient temperature out of operating range note: manufacturer contacted customer in a follow-up call on 10-oct-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer did not disclose as to how she was feeling and she did not say if was still having symptoms or not.

Event description:
Consumer reported complaint for error message (e-1). During the call, a blood test was performed by the customer and produced e-1 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/14/2027 and open vial date is 2 days ago. The customer stated that is she feeling "weird". She could not describe how she felt she just knows she needs to check her blood glucose due to how she feels. Medical attention was not needed at the time of the call.